Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pushed distally to the mid-section region of the stent. A region of the undamaged crimped stent was measured and the outer diameter result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a calcified mid left anterior descending artery. A 4.00 x 38mm synergy drug-eluting stent and a 2.75 x 38mm synergy drug-eluting stent were advanced for treatment. However, both devices failed to cross the lesion and the stent struts buckled. The procedure was completed with another of the same device. No patient complications were reported that the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a calcified mid left anterior descending artery. A 4.00 x 38mm synergy drug-eluting stent and a 2.75 x 38mm synergy drug-eluting stent were advanced for treatment. However, both devices failed to cross the lesion and the stent struts buckled. The procedure was completed with another of the same device. No patient complications were reported that the patient's status was stable.

Manufacturer narrative:
D4 lot number updated from unknown to 0023272545. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pushed distally to the mid-section region of the stent. A region of the undamaged crimped stent was measured and the outer diameter result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a calcified mid left anterior descending artery. A 4.00 x 38mm synergy drug-eluting stent and a 2.75 x 38mm synergy drug-eluting stent were advanced for treatment. However, both devices failed to cross the lesion and the stent struts buckled. The procedure was completed with another of the same device. No patient complications were reported that the patient's status was stable.